Event description:
Four devices (part #cev605g) were returned to mxi service and repair.

Manufacturer narrative:
Device 1 of 4: part cev605g lot #120902 was evaluated and indicated that the blades were blunt. The black plastic skirting was damaged. The body of the insert showed signs of significant impacts. The black plastic skirting and body of the insert were very likely damaged after an attempt to disassemble them with forceps. Device 2 of 4: cev605g lot#100502, manufacturing date 05/2010, was evaluated and indicated that the blades were blunt. The black plastic skirting was heavily damged. The blades were blunt and needed to be sharpened. The black plastic skirting was very likely damaged by shocks or excess strain. Device 3 of 4: cev605g lot #111101, manufacturing date 11/2011, was evaluated and indicated that the blades were blunt. One of the blades showed signs of a significant impact. The impact to the blades observed was most likely the consequence of contact with a coagulating instrument. Device 4 of 4: cev605g lot #110913, manufacturing date 09/2011, was evaluated and indicated that the blades were blunt. The blades were blunt following use of the instrument. Re-sharpening was required. (B)(6). Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).